Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose was 448 mg/dl. Customer stated that they used 5 batteries already and the insulin pump was not turning it on. The device will not be returned for analysis.